Manufacturer narrative:
Concomitant medical products: 5592-53 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. Cultures were taken and antibiotic treatment was necessary. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.